Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the rv lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Visual inspection noted that both the rv tip and ring seal plugs are missing and that both the rv tip and ring retainer washers were slightly volcanoed up indicating over torqueing in the up/loosening direction.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. Eventually the lead was able to be removed once more aggressive traction was applied, however the lead did sustain damage. A different lead was attemped, but not successful. Thus the chronic rv lead was re-implanted with the new device. No adverse patient effects were reported.